Event description:
As stated by the customer (B)(4) 2011: (B)(4) potential incident - a single staff member had completed bathing the resident and was transferring him from the alenti to his wheelchair using the chorus lift. The staff member positioned the sling behind the resident and raised the resident off the alenti and was turning the chorus to the right to line it up with his wheelchair. The staff member stated that the resident leaned to the right and the right cord suddenly slipped when she started moving the chorus, it slipped about 6 inches. With the cord slipping, this allowed the resident to slip out of the sling and he fell to the floor fracturing his right hip. Additional staff were called and assessed the injury and an ambulance was called to take the resident to the hospital . Manufacturer's ref no (B)(4). Additional information: (B)(4) reported that staff mentioned several times that the cord was slipping each time they inspected the lifts the cords and cleats worked properly. (B)(4) has ordered and replaced the cords and cleats on 5 of the chorus lifts. (B)(6) stated that the staff member has been retrained in the use of the lift and that all lifts and transfers require two staff at all time and never by a single staff member. All staff have been re-instructed in this procedure. (B)(6) also mentioned that the resident's surgery went fine and he is returning to the facility on monday.

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration # 9611530. Additional information will be provided upon conclusion of the manufacturer's investigation.